Event description:
A customer contacted beckman coulter regarding an erroneously elevated hba1c test result that was generated by the synchron lx20 instrument. The customer indicated that the erroneous result was identified after patient (x) complained that the reported hba1c result from jul 2004 was higher than normal. The %hba1c result was 9.7% (customer's reference interval was 4.6% to 6.2%). Patient x indicated to the customer that after the erroneous result was reported, the current glucophage dosing was increased by the physician. The customer did not provide any additional laboratory data from the event. Based on the limited event information, it is unknown if the erroneously elevated hba1c result caused the increase in glucophage dosing and/or if any injury can be attributed to this event.